Event description:
It was reported hat during a robotic hysterectomy procedure, the active blade of the harmonic broke off in the patient and was retrieved. Errors were received on the generator, and the handpiece was replaced. The cases were finished by exchanging the disposables. In one of these cases, the generator errors led the surgeon to question the integrity of the active blade. The harmonic attachment was removed from the patient and the tip visualized and inspected. The blade broke off during the inspection. In both cases, the disposable was removed and replaced, and the case proceeded normally. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.